Event description:
Report received from the USA stating that the device had error messages on the console. Device was not used in surgery. Date of the event is unknown. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "e2 and e5 errors on the console" was confirmed during the pre-repair diagnostic assessment. If additional information becomes available, a supplemental report will be sent. (B)(4).